Event description:
It was reported that the right atrial (ra) lead became dislodged. It was further reported that the implantable pulse generator (ipg) exhibited a setscrew problem as it would not tighten. The ra lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.